Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) delivered inappropriate electric shocks due to possible supraventricular tachycardia (svt). Post shock was noted low amplitude and one small beat undersensed. Then rhythm return to normal morphology. The plan will be to place a holter device. Currently, this product remains in service and no additional adverse patient effects were reported.